Manufacturer narrative:
Per a good faith effort (gfe) response received, the authorized service provider (asp) engineer stated that the device was restored to normal use after maintenance was performed by the hospital equipment department. Further details regarding the repair were not provided. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was strange noise while the device was in use, and there was no airflow. The medical staff restarted the device, but the alarm did not disappear. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was strange noise while the device was in use, and there was no airflow. The medical staff restarted the device, but the alarm did not disappear. The hospital engineer performed an inspection and found that the blower was faulty, which resulted in the device not having any airflow. The investigation is ongoing.